Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 693558 lead, implanted: (B)(6) 2011; 429688 lead, implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that the device triggered the elective replacement indicator (eri) early and premature battery depletion was suspected. It was also reported that the right ventricular (rv) lead had high thresholds and high impedance due to poor lead placement. The device was explanted and replaced. The rv lead was explanted and an existing lead was uncapped and used with the new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.